Manufacturer narrative:
A (B)(4) field service representative was dispatched to the customer's facility in order to check the unit: the reported malfunction was not reproduced. It was moreover reported that no information was provided regarding the status of the hospital gas supply. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The unit was requested for a detailed investigation and the reported malfunction was not reproduced. Based on the results of the investigation, any hardware malfunction was ruled out as root cause of the event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6) a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the problem. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was giving two error codes associated to a fault in ad transformer at the end of cec. Reportedly, the customer experienced issues with co2 output. There was no report of patient injury.